Event description:
A manufacturing representative reported that the patient had an implantable neurostimulator (ins) pocket revision due to decubitus. No product issue was reported.

Event description:
Additional information received from the representative reported there was no further information available from the physician with respect to this event.